Event description:
Patient with recurrent glioblastoma was admitted to hospital for declining mental status and brain hemorrhage on (B)(6) 2012. Patient died in hospital on the same day. Cause of death (as per treating physician), was brain hemorrhage secondary to recurrent gbm and concomitant anticoagulation. Physician considered this adverse event as unrelated to novo-ttf-100a treatment. Patient had been receiving treatment with novo-ttf-100a and had discontinued treatment on (B)(6) 2012. Patient had been started on anticoagulation with lovenox one week prior to hospital admission for diagnosis of deep vein thrombosis (dvt) and pulmonary embolism (pe).

Manufacturer narrative:
The device was returned to novocure for evaluation on (B)(4) 2012. Evaluation of the logfile confirmed the device was operating normally. No remedial action initiated. Logfile indicated patient discontinued therapy on (B)(6) 2012 at 21:07 est. There have been no other reports of cerebral hemorrhage on the novo-ttf-100a commercial program. On the phase iii clinical trial of novo-ttf-100a versus chemotherapy there was one cerebral hemorrhage reported in a patient being treated with the novo-ttf-100a. The investigator did not consider this device-related. In the medical literature intracranial hemorrhage has been reported in 2-8 percent of patients with glioblastoma. (White et al. J neurosurgery, 2008; loeffler, de groot et al., cancer management, 2011). In ths case, based on the patient history of recurrent gbm and associated initiation of anticoagulation one week prior to the event of brain hemorrhage, novocure concurs with the physician assessment as unrelated to novo-ttf-100a.